Event description:
The customer stated that the paramedics were called to her home due to low blood glucose levels. The customer stated that she over treated. No blood glucose reading was reported. The customer stated that she had programmed a temporary basal rate on the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.